Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a dim display screen that also had red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display with dim/fading/color spectrum issue. This report is made based on results of investigation completed on 06/23/2017.